Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Device evaluation: analysis of the lead found ¿the tip of the lead was bent.¿ it was stated "the tip of the lead was bent due to the bent tip of the stylet wire." Analysis of the stylet found ¿the stylet wire was bent near the handle and at the tip of the stylet wire.¿ it was noted the stylet ¿should be straight and have no curve at the tip.¿

Event description:
It was reported the ¿doctor found the tip of the lead was bent¿ during a surgical procedure and the ¿doctor changed to a new lead to complete the surgery.¿ it was stated there was ¿no effect on the patient.¿ additional information noted the patient was ¿good¿ following their implant procedure. A supplemental report will be filed if additional information is received.